Event description:
A medtronic ave s670 rapid exchange stent delivery system of unknown model and size was inserted into a pt's arterial vasculature. The stent was reported to have dislodged from the stent delivery sysem. The undeployed stent was successfully deployed at an unknown site. Despite repeated attempts to get more info regarding this event, there is no further info available from the user facility.